Event description:
It was reported that during an atrial lead revision the pulse generator exhibited a radio frequency telemetry anomaly. The pulse generator was explanted and replaced.

Manufacturer narrative:
Final analysis found an rf antenna anomaly which resulted in telemetry anomaly.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.